Event description:
Reportable based on device analysis completed on 09apr2019. It was reported that the coil could not be deploy. A 20mmx40cm interlock-35 was selected for use for an internal jugular portal shunt. During procedure, it was noted that the device could not be deployed successfully due to the vascular detour. The procedure was completed with another of same device. No complications were reported and patent was stable post procedure. However, analysis revealed that the coil interlocking arm was detached and not returned. It was further reported that the interlocking arm of the coil was not detached during procedure. The coil was removed intact within the catheter all together and it was confirmed that there were no device fragments left inside the patient's body. Also, it was indicated that the interlocking arm was lost upon shipment for return.

Manufacturer narrative:
Device evaluated by manufacturer: investigation completed on the returned device. The main coil and introducer sheath were returned, however, the delivery wire was not returned. The main coil was returned inside the delivery sheath with a portion of the coil protruding outside of the sheath. The introducer sheath was inspected. The twist lock was opened but no anomalies were noted. The main coil was found to be kinked and stretched, and the fiber bundles had blood residues. Microscopic inspection of the main coil revealed the zap tip had a smooth surface. The interlocking arm was detached and it was not returned. Dimensional inspection of the main coil revealed the outer diameter of the zap tip and primary coil were within specifications, and the number of proximal and distal fiber bundles were within specifications. Functional testing was performed and the main coil was advanced through the introducer sheath without resistance. Inspection revealed no other damages or irregularities.

Manufacturer narrative:
Device evaluated by manufacturer: investigation completed on the returned device. The main coil and introducer sheath were returned, however, the delivery wire was not returned. The main coil was returned inside the delivery sheath with a portion of the coil protruding outside of the sheath. The introducer sheath was inspected. The twist lock was opened but no anomalies were noted. The main coil was found to be kinked and stretched, and the fiber bundles had blood residues. Microscopic inspection of the main coil revealed the zap tip had a smooth surface. The interlocking arm was detached and it was not returned. Dimensional inspection of the main coil revealed the outer diameter of the zap tip and primary coil were within specifications, and the number of proximal and distal fiber bundles were within specifications. Functional testing was performed and the main coil was advanced through the introducer sheath without resistance. Inspection revealed no other damages or irregularities.

Event description:
Reportable based on device analysis completed on 09apr2019. It was reported that the coil could not be deploy. A 20mmx40cm interlock-35was selected for use for an internal jugular portal shunt. During procedure, it was noted that the device could not be deployed successfully due to the vascular detour. The procedure was completed with another of same device. No complications were reported and patent was stable post procedure. However, analysis revealed that the coil interlocking arm was detached and not returned.